Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this device is no longer considered reportable by exactech and this report may be disregarded. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant device(s): 320-46-00 - equinoxe reverse 46mm humeral liner +0: (B)(6). 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: (B)(6). 320-01-46 - equinoxe reverse 46mm glenosphere: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: (B)(6).

Event description:
Approximately 2 year(s), 9 month(s) and 5 day(s) post-operative of a right tsa, the patient presented with disassociation of polyethylene. Patient fell and complained of increased right shoulder pain. The patient underwent standard reverse revision surgery and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure. As there is no written, electronic, or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a device after it is released for distribution, this device issue is not considered a complaint.